Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two right ventricular (rv) lead were attempted to be implanted. The physician was unable to advance the leads through the superior vena cava (svc). The leads were not implanted and the implant procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.